Event description:
A customer reported that their t:slim x2 pump battery was not charging properly. There was no adverse impact to the customer's blood glucose level. The customer contacted the help desk and tried troubleshooting for three hours, eventually resulting in the dispatch of a replacement charger; however, the pump still did not charge even with a borrowed charger. Further follow-up from technical support was attempted, but the customer's phone number was disconnected, preventing additional assistance. There is no additional information about the outcome.